Manufacturer narrative:
Event or product problem has been updated to adverse event only. Product problem no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer on 2017-oct-24 reported the pump was okay. The patient experienced what was like withdrawal as experienced last year. The patient first started experiencing the issue with the pain pump on (B)(6) 2017. The patient experienced sweating and shaking (as with withdrawal). The patient was physically unable to hear warning signals (war injured the patient's hearing). It was noted that no troubleshooting or actions/interventions performed relating to the issue with pain pump. The cause of the pain pump issue was not determined as there was no problem noted with the pump. It was noted that the issue was resolved. The patient's weight at time of event was (B)(6) pounds. No further complications were reported/anticipated.

Manufacturer narrative:
Should be adverse event and product problem not just product problem. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6)2017 information was received from a consumer regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported the patient was having an issue with their pain pump. No further information was reported. The event date was unknown. No further complications were reported/anticipated. (B)(6)2017patltr (con): additional information received from consumer on (B)(6)2017 reported the pump was okay. The patient experienced what was like withdrawal as experienced last year. The patient first started experiencing the issue with the pain pump on (B)(6)2017. The patient experienced sweating and shaking (as with withdrawal). The patient was physically unable to hear warning signals (war injured the patient's hearing). It was noted that no troubleshooting or actions/interventions performed relating to the issue with pain pump. The cause of the pain pump issue was not determined as there was no problem noted with the pump. It was noted that the issue was resolved. The patient's weight at time of event was (B)(6) pounds. No further complications were reported/anticipated. There was additional information reported that was not relevant to this event and therefore was omitted; see pe (B)(4)-withdrawal 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported the patient was having an issue with their pain pump. No further information was reported. The event date was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer on 2017-nov-09 reported the pump was fine. It was noted that the patient was having anxiety symptoms similar to those when their pump emptied early one day last year. The patient first started experiencing the issue with the pain pump on (B)(6)2017. Troubleshooting included a manufacturer representative came to the emergency room and confirmed the pump was operating as expected. The patient's weight was (B)(6) pounds. It was later reported that the cause of the withdrawal, sweating, and shaking was believed to be due to a panic attack, but was not determined. No further complications were reported/anticipated.